Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer's blood glucose levels were 454 mg/dl and 49 mg/dl. The customer stated that the insulin pump was not working properly even though all options and tests were done. The customer stated that the high-pressure test passed. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected insulin flow block alarms or delivery anomalies were noted during testing either. (B)(4).